Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. It was received intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log confirmed repeated error 1660. To further investigate, functional test was performed. The customer reported issue could not be duplicated at time of investigation. It was determined it could be possible that the main pcb board be defective. The main pcb board will be replaced and software reinstall as a preventative measure.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited continuous alarm. It was reported that the suspected error code was #1600. No patient injury reported.